Event description:
A report was received from (B)(6) with info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid valve assembly (psol). The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the mfg specs. Covidien ref: (B)(4).